Event description:
It was reported that during the use of the device for a non-clinical activity, the user received an error code "eoe mix valve" problem. This occurred during the user facility's routine cleaning. There was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.